Event description:
It was reported that patient underwent an initial total knee arthroplasty. Subsequently, it was reported that the patient experienced loosening, prosthesis wear and osteolysis. As a result, the patient underwent a knee revision an unknown amount of time after initial implantation. No further patient impact reported. No further information available.